Event description:
Complaint reported to hmi clinical application specialist: during interhospital transport of a patient the user reported a "no oxygen" failure when connected to o2 tank. The patient began to desaturate so the user switched the o2 tank. Once in the room the user removed the ventilator and switched to another hamilton-g5. Reported ventilator settings were: "100% 02, peep +16, vt 430, rr 28, 5l flow trigger." (Description of events provided by rt manager at facility, not present during the event. Direct report from user not available at this time.)